Event description:
It was reported that this right atrial auto-threshold (raat) test was in suspension for this pacemaker system and review of stored electrograms (egms) showed farfield signal oversensing on the right atrial (ra) channel. A local field representative was paged for troubleshooting assistance. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.